Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr), and therapy was exhausted. During this episode, the first shock significantly increased the atrial and ventricular rates to af and ventricular fibrillation (vf). The ICD also exhibited atrial undersensing, inhibiting a second shock. A second shock slowed the rates, and the third shock increased both back to af and the vf/ventricular tachycardia (vt) zone. The physician reviewed the episode, and did not recommend any programming changes. This device remains in service. No additional adverse patient effects were reported.